Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter. A non-maquet sheath was also returned. A kink was observed approximately 76.5cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately cm from the iab tip. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy and percutaneous coronary intervention (pci) in a patient with nstemi (non-st-elevation myocardial infarction) and cardiogenic shock, blood was noted in the tubing. Heparin was reversed and balloon was removed and replaced. After the balloon was removed the customer visually inspected the balloon. No external deformity was seen. On injecting air while balloon was submerged underwater in a tube, bubbling from air leak noted from proximal part of iabp where balloon meet the shaft of the iabp catheter. The iab was replaced and therapy was continued. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy and percutaneous coronary intervention (pci) in a patient with nstemi (non-st-elevation myocardial infarction) and cardiogenic shock, blood was noted in the tubing. Heparin was reversed and balloon was removed and replaced. After the balloon was removed the customer visually inspected the balloon. No external deformity was seen. On injecting air while balloon was submerged underwater in a tube, bubbling from air leak noted from proximal part of iabp where balloon meet the shaft of the iabp catheter. The iab was replaced and therapy was continued. There was no reported injury to the patient.

Manufacturer narrative:
Complete initial reporter name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy and percutaneous coronary intervention (pci) in a patient with nstemi (non-st-elevation myocardial infarction) and cardiogenic shock, blood was noted in the tubing. Heparin was reversed and balloon was removed and replaced. After the balloon was removed the customer visually inspected the balloon. No external deformity was seen. On injecting air while balloon was submerged underwater in a tube, bubbling from air leak noted from proximal part of iabp where balloon meet the shaft of the iabp catheter. The iab was replaced and therapy was continued. There was no reported injury to the patient.